Manufacturer narrative:
G4: 06jul2020. B4: 07jul2020. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. Philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty power management board. The fse replaced power management board to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jun2020.

Event description:
It was a reported that the unit declared multiple errors (12 volt supply failure, cooling fan speed error). The device was in use at the time of the event; however, there was no patient harm.